Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly would not power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca and internal battery were replaced to address the issue. The system pca and internal battery were returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.